Event description:
It was reported that deflation issue occurred. The 100% stenosed target lesion with a bend of <45 degrees was located in the mildly tortuous and severely calcified iliac artery. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, it was noticed that the balloon deflation time had been slow. The balloon was in deflated state when pulled out from the patient's body. The procedure was completed with this device. No patient complications were reported, and the patient status was good.